Event description:
It was reported that we have been noticing increasing potential for air entry and leaking of saline when flushing via the side port of the PICC introducing stylet when inserting piccs. We double checked that the connections were tightened up. A specific number of affected devices or patients was not provided by the complainant. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.